Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.6mm vtich11.6 implantable collamer lens, -7.50/+5.5/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.